Event description:
It was reported that twenty-nine (29) non-vented high-volume inlets had particles in an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.